Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, the pump was powered on to a dim, pink display. Unrelated to the original complaint, cracks in the battery compartment were found above and below the grip pad.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the pump was powered on to a dim pink display. Unrelated to the original complaint, a battery compartment crack was found above and below the grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.